Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On 01/27/2022, it was reported by a facility representative via sems that an ar-6480 dw arthroscopy fluid management device was just shutting off during cases. This was discovered during use with no impact to the patient. On 01/31/2022, an email has been sent to the facility representative to obtain further information about the dates and types of procedures, if and how the patients were affected, and if the complaint device was used to complete the procedures. On 01/31/2022, the facility representative replied via email and provided the following additional information: the event occurred in a shoulder case, performed on (B)(6) 2022, with no impact to the patient, they used another pump. Arthrex tubing was used, the complaint pump was not used to complete the procedure and the cases were completed with another arthrex pump.